Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having lateral interbody fusion therapy for l4/5 spinal canal stenosis. It was reported that a critical event of a common iliac artery injury occurred when the implant was inserted too deeply without the use of intraoperative fluoroscopy, penetrating beyond the anterior vertebral body. Intraoperative x-ray confirmed the issue, and upon removal of the cage, bleeding was observed. Concerned about potential injury to major anterior blood vessels, vascular surgery intervention was requested. The dorsal approach site was closed, and vascular surgery confirmed a common iliac artery injury. Due to difficult hemostasis, the aorta was clipped, the wound was closed, and the patient was transferred to the ICU. The spinal surgery could not be completed, and the patient required hospitalization and additional surgery to manage the vascular injury. The product was used incorrectly per the procedure manual, but the instrument or implant was not damaged. The procedure experienced a delay of more than 60 minutes. There was no malfunction/allegation against the device. And according to the person in charge, the doctor has made no mention of this to medtronic, and the problem is primarily attributed to the doctor¿s technical error.

Manufacturer narrative:
E1: first name and last name of initial reporter is unknown. G2: country of event - japan. H6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.